Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 3.4 mmol, 6.9 mmol. Tests were done within 20 minutes with a difference of 56 mg/dl. Pt did not experinece any adverse events. No further info has been reported.